Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. Correction: d4: expiration date (update null value to n/a), h11: four (04) actual devices and twenty-four (24) photographs of samples/particulate matter were received for evaluation. Visual inspection of photos and returned samples identified several particulates; however, the material of these particles is unknown. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) intravia containers had particulates inside the container. This issue was observed while picking prior to patient use. There was no patient involvement. No additional information is available.